Manufacturer narrative:
As reported, a 6x40 powerflex extreme percutaneous transluminal angioplasty was used to treat the lesion. It was taken up to 6atms once and it ruptured. The balloon was removed fully intact, and no harm was caused to the patient. A second 6x40 extreme balloon was used successfully completing the procedure. There was no reported injury to the patient. The patient came in with an arterial anastomosis stenosis. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet and other sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepped according to the IFU and maintained negative pressure during prep. The intended procedure was for arterial anastomosis stenosis, with the target lesion being non-calcified, with no vessel tortuosity, and greater than 80% stenosis. The device was not used for a chronic total occlusion (cto). There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or the guide catheter, and there was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend, and the balloon catheter did not kink during use. The contrast to saline ratio was 50% contrast and 50% saline. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 82321864 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "balloon burst at/below rbp" could not be evaluated. Without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The reported stenosis of the anastomosis may have contributed to the reported event; it is likely to have caused damage to the balloon material that led to its rupture. As per the IFU, use only the recommended balloon inflation medium of 50/50 contrast/saline. The catheter should only be used by trained physicians. Balloon inflation should be performed with the guidewire extended beyond the catheter tip. Inflation at high rate may damage the balloon. If at any point during insertion of the catheter resistance is felt, withdraw the entire system. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, a 6x40 powerflex extreme percutaneous transluminal angioplasty was used to treat the lesion. It was taken up to 6atms once and it ruptured. The balloon was removed fully intact, and no harm was caused to the patient. A second 6x40 extreme balloon was used successfully completing the procedure. There was no reported injury to the patient. The patient came in with an arterial anastomosis stenosis. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet and other sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepped according to the IFU and maintained negative pressure during prep. The intended procedure was for arterial anastomosis stenosis, with the target lesion being non-calcified, with no vessel tortuosity, and greater than 80% stenosis. The device was not used for a chronic total occlusion (cto). There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or the guide catheter, and there was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend, and the balloon catheter did not kink during use. The contrast to saline ratio was 50% contrast and 50% saline. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a patient came in with an arterial anastomosis stenosis, a 6x40 powerflex extreme percutaneous transluminal angioplasty was used to treat the lesion. It was taken up to 6atms once and it ruptured. The balloon was removed fully intact, and no harm was caused to the patient. A second 6x40 extreme balloon was used successfully completing the procedure. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet and other sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepped according to the IFU and maintained negative pressure during prep. The intended procedure was for arterial anastomosis stenosis, with the target lesion being non-calcified, with no vessel tortuosity, and greater than 80% stenosis. The device was not used for a chronic total occlusion (cto). There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or the guide catheter, and there was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend, and the balloon catheter did not kink during use. The contrast to saline ratio was 50% contrast and 50% saline. The device will not be returned for evaluation.

Event description:
As reported, a patient came in with an arterial anastomosis stenosis, a 6x40 powerflex extreme percutaneous transluminal angioplasty was used to treat the lesion. It was taken up to 6atms once and it ruptured. The balloon was removed fully intact, and no harm was caused to the patient. A second 6x40 extreme balloon was used successfully completing the procedure. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet and other sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepped according to the IFU and maintained negative pressure during prep. The intended procedure was for arterial anastomosis stenosis, with the target lesion being non-calcified, with no vessel tortuosity, and greater than 80% stenosis. The device was not used for a chronic total occlusion (cto). There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or the guide catheter, and there was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend, and the balloon catheter did not kink during use. The contrast to saline ratio was 50% contrast and 50% saline. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.